Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿b temp¿ occurred on the rotaflow console before use. The original getinge battery was more than two years old and overdue for replacement. The customer had contacted a third-party company to replace the battery but they have not replaced the battery. When the device was tested there was no battery inside. No patient was involved. No harm to any person has been reported. Due to that the reported failure ¿b temp¿ could lead to the pump stop a report is required. A getinge service technician investigated the rotaflow console s/n (B)(6) and could confirmed the reported failure. It was found that there was no battery inside the device which has lead to the reported error message "b temp". The original battery has been used for more than 2 years and the customer has contacted a third party company to perform the repair. The device has not been used for a long time and the customer forgot that there was no battery inside the device. The battery will be replaced by a third party company. The reported failure "b temp" could be determined as a user error as there was no battery inside the device. According to our getinge life cycle engineering the error message "b temp" is always displayed when no battery is inside the device because of a missing signal from the sensor in the battery. The root cause for the battery issue could be determined as the lifetime of the battery was passed and the battery reached its useful lifetime. The involved battery was not replaced since installation in 2020. The review of the non-conformities was performed on 2024-12-31 and during the period of 2020-05-13 to 2024-12-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-05-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.2 position of use and operation, and positioning. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 3.3.4 if the battery temperature exceeds 45°c, battery charging is stopped to prevent damaging the battery. Depending on the ambient temperature, discharging the battery during battery operation can cause the battery temperature to rise considerably. Reset a charging stop once the battery has cooled to room temperature. Switch the rotaflow console off and on again. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)# (B)(4) primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the error message ¿b temp¿ occurred on the rotaflow console before use. The original getinge battery was more than two years old and overdue for replacement the customer had contacted a third-party company to replace the battery but they have not replaced the battery. When the device was tested there was no battery inside. No patient was involved. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).